Event description:
Boston scientific received information that this caller stated that electrocautery had been used on this patient and now some odd rate behavior was noted on the EKG. The caller was requesting the strip be analyzed. It was noted that this pacemaker is included in the insignia microcrystal failure mode 1 population ((B)(6) 2005).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the data and stated that it appears to be t-wave oversensing of premature ventricular contractions(pvcs) and atrial undersensing. The consultant requested additional details in order to make a definitive judgement regarding the device function. The patient was followed again one week later and normal device function was confirmed. The caller stated that they will continue with normal patient followups. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was subsequently explanted for normal battery depletion and was returned for routine testing. This product issue will be updated when evaluation is complete.